Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced three to four episodes of elevated blood glucose while using 23 in, 6 mm infusion sets with the ilet, with at least some events linked to incorrect infusion set deployment and adhesion issues due to not removing the adhesive backing; the user reported no bent cannulas and no observable insulin leakage, and glucose levels decreased after changing the site. Symptoms included high glucose. Outcomes included device troubleshooting and education with arrangements for replacement infusion sets. Investigation included customer interview and review of use error and infusion set insertion technique. Investigation of this case revealed probable inadequate adhesion and potential incomplete infusion set attachment that compromised insulin delivery, consistent with an infusion set deployed incorrectly or connector not fully attached, without evidence of cannula damage or leakage. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion and adhesion.